Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor (gold). Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads. Unit received with peeling address serial label.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer was treated for high blood glucose with manual injection. The customer was experiencing symptoms of headache, nausea, vomiting and ketones. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to confirm pump can detect an occlusion.